Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not receiving stimulation and the right lead was showing high impedances. Database analysis revealed high impedances. The patient underwent a revision procedure, during which, the physician determined that the lead was completely bent in half and suture was missing which caused the high impedances. The lead was replaced and the patient was reportedly doing well postoperatively.